Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was explanted due to decreasing low voltage lead impedance. Patient condition was good after the procedure.